Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up, the 840 ventilator had a distorted display. The ventilator was not in use on a patient at the time of the event. The service engineer verified the reported condition. The graphical user interface (gui) printed circuit board (pcb) was replaced. The part was provided by the customer. The ventilator passed all testing and operates within the manufacturing specifications.